Event description:
During an esophageal banding procedure, the physician used a wilson-cook ten shooter saeed multi-band ligator. The physician experienced resistance while attempting to deploy the bands and subsequently, the bands would not deploy. No injury to the pt was reported.